Event description:
It was reported that the case of the epg (external pulse generator) is cracked and chipped. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. However, it was also noted that the ring cover and both bail covers were missing, the ring cover screw was missing, two case screws were missing, the battery contacts were compressed, the ring and both bails were missing and the keyboard was scratched. (B)(4).